Event description:
Pt was revised to address loosening of the tibial tray. The keel of the tibia exhibited no ingrowth.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any evidence suggesting error was a contributing factor. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided information stated lack of bony growth was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.